Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that general dentist accidentally removed the implant trying to swap out the abutments. Site # 14 patient will have to return for implant replacement. Autogenous placed prior to implant placement. The "accidental" event is just the general dentist had over torque on abutment and site had bone loss as well.